Event description:
On (B) (6) 2010, the technical service department received a call from the patient. The patient wanted to exchange the homechoice cycler as he thought it was the cause of his infections. On 29-jan- 2010, baxter renal medical affairs tried to contact the patient's responsible peritoneal dialysis (pd) physician; however, she was not available. On 1-feb-2010 baxter renal medical affairs contacted the physician, and it was indicated that since 2006, this patient has had 12 peritonitis infections due to different germs including (B) (6), gram negative, and other germs transmitted from animals, as the actual peritonitis (pasteurella). It was indicated that it seems the patient does not follow the correct procedures as he has animals in his home and a cat, which is in the pd room and plays with the lines. The physician also indicated that in all the cases, the patient was treated with antibiotics; however, no hospital admission was needed. The physician confirmed that the peritonitis is due to the animals being present during the pd therapy.

Event description:
Customer alleged blood glucose results of 364 mg/dl and 98 mg/dl when testing was performed back-to-back on the aviva system. The customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
(B) (4).the sample's lot number is unknown and the sample is not available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number was inadvertently provided in the initial medwatch report for this event; however, a 510(k) number will not be provided for the event as the product involved is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.